Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and bumpy skin irritation under the back-therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient applied hydrocortisone to the skin irritation, however the irritation did not improve. The patient's physician advised the patient to remove the lifevest. The physician also prescribed triamcinolone acetonide for the skin irritation and advised the patient to place a non-stick pad over the triamcinolone acetonide. Follow up indicated that the patient's skin irritation improved.